Manufacturer narrative:
(B)(4). H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to a fractured hinge mechanism. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product identified both the returned articular surface and the hinge extension post are fractured. The devices were submitted for further analysis. Analysis determined the inferior side shows evidence of wear from rotating motion and a linear indentation, possibly resulting from misalignment of the bearing with the tibial tray under loading after fracture of the hinge post. The superior surface of the bearing shows evidence of possible light wear, abrasions, and burnishing which are typical with in-vivo use. The fracture of the uhmwpe bearing surface was possibly caused by overloading due to misalignment(s) within the knee system and possible impingement(s) after fracture of the hinge post. For the hinge post extension, optical images of the fracture surface show beach marks, ratchet marks and suspected primary and secondary crack initiation regions. Sem images shows typical step like fatigue fracture at higher magnification. The identified fracture surface artifacts suggest the fatigue failure mode. Material analysis found it is consistent with print specifications. Visual examination of the returned product identified the returned hinge post is fractured. The device was submitted for further analysis. Analysis determined sem imaging found evidence of step-like artifacts and ductile dimples. These fracture surface artifacts suggest the fatigue failure mode. Material analysis found it is consistent with print specifications. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/or anomalies with no related deviations/anomalies identified. A definitive root cause cannot be determined. Complaint is confirmed with the returned implants. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.